Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was reprogrammed.

Manufacturer narrative:
Concomitant medical products: addr01 ipg implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had near syncope. It was also reported that the ra lead was intermittently oversensing on presenting and stored electrograms (egm). The ra lead remains in use. No further patient complications have been reported as a result of this event.